Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a consumer's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the battery didn't work and that it hadn't worked for months. The patient reported that the device hadn't worked since implant. No further device issue alleged / identified. No further symptoms or complications were reported.